Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented in clinic for routine follow-up. The pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
Correction: explant date should have been (B)(6) 2016 instead of blank.